Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned for evaluation. Visual inspection upon receipt did not find any damage, such as a crack. The caps and thermistor probe were in the state of being attached in place firmly. The tube was found to be connected to the blood inlet port in a manner of being inserted to the port, getting over the first barb, reaching just short of the second barb, with no band attached to the connection. Functional testing was performed. The actual sample was built into a circuit with tubes and primed with water, with the help of a roller pump, at the flow rate of 500ml/min. No leak was confirmed at any parts of the body or any joints with tubes. The water phase was tested for the pressure resistance. No leak was confirmed. Subsequently, the blood phase was tested for the pressure resistance. No leak was confirmed. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. A search of the complaint file found no other report of this nature with the involved product code/lot# combination. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the during priming, the actual device started to leak around the bottom section of the housing. The customer was not able to identify the exact location of the leak. The actual device was changed out to a new one. The new device was primed with no issue.